Manufacturer narrative:
Investigation pending.

Event description:
Customer alleges discrepant results with meter compared to lab: date: (B)(6) 2011, inratio: 4.0, lab: 2.5. Date: (B)(6) 2011, inratio: 5.0. Target therapeutic range: 2.5-3.5.